Event description:
It was reported that an intellanav mifioi presented ablations not visible on the rhythmia system. An error regarding the location of the backpack occurred, the device was correctly calibrated. While troubleshooting the issue with the patch they noticed that the patch cable was broken, also on the catheter's irrigation tubing was broken. Information regarding the troubleshooting regarding the irrigation tubing and patient outcome were not provided. It is also unknown if the catheter will be returned for analysis.

Manufacturer narrative:
The device was not returned by the costumer nevertheless; pictures were attached, and it is possible to observe that the extension irritation tube completely detached. Also, the screen shows some errors related to not recognizing the catheter. The complaint event was confirmed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav mifioi presented ablations not visible on the rhythmia system. An error regarding the location of the backpack occurred, the device was correctly calibrated. While troubleshooting the issue with the patch they noticed that the patch cable was broken, also on the catheter's irrigation tubing was broken. Information regarding the troubleshooting regarding the irrigation tubing and patient outcome were not provided. It is also unknown if the catheter will be returned for analysis.